Event description:
It was reported that the patient presented for a scheduled pacemaker replacement procedure. During the procedure, it was noted that the right ventricular (rv) and the right atrial (ra) leads were difficult to be removed from the pacemaker's header. There was blood seen on the devices which was from old pacemaker implant procedure. The ra and rv leads were disconnected from the header and connected to the new pacemaker. New pacemaker was implanted. The patient had no adverse consequences.